Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A short simulated therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt overfilled during dwell one on the home choice (hc). The technical service representative (tsr) had the hp press stop and performed a manual drain. The drain volume (dv) equaled 5363 ml. The programmed fill volume (fv) equaled 2500 ml and the last fill volume (lfv) equaled 0ml. The hp stated they do perform a manual exchange of 2500 ml. The initial drain alarm equaled 10 ml and the initial dv equaled 32 ml. The tsr arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified during the review of the event history logs. Per the call script, the home patient stated they completed an off cycler exchange of 2500ml. Review of the therapy parameters showed the initial drain alarm setting was programmed for 10ml. The cause was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.